Event description:
It was reported that there was leakage and the filter was crystalized on the outside, the seal would have been broken. This event occurred while in use with patient and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.